Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Establishment name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, post office or zip code: 91325¿1219. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose because patient used expired product and was treated by t004 on (B)(6) 2026.